Event description:
An error code 200m occurred on the carto monitor. This was an out-of-the-box failure. The carto system could no longer detect the ablation catheter. A new catheter was handed off and the problem was resolved. The patient felt well the next day. Manufacturer response (as per reporter) for navistar thermocool catheter, navistar thermocool catheterawaiting response.